Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2011 due to insulation failure. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).